Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This device has been returned for analysis. This investigation will be updated when further information from analysis has been provided.

Event description:
Boston scientific received information that this patient who was presented with intermittent ventricular non-capture. The physician took the patient to the operating room (or) to determine the issue suspecting a lead problem. After testing the competitive right ventricular (rv) lead and the device with the pacing system analyzer (psa), the physician decided to electively replace the device and competitive lead. No adverse patient effects reported from this procedure. This device has been returned for analysis.